Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the elbow of an rt021 catheter mount had no silicone seal. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The rt021 catheter mount is sold in the USA but has no 510(k) number as it is considered a class I device. Method: the complaint rt021 catheter mount was returned unsealed to fph in new zealand and was visually inspected. Results: visual inspection revealed the seal was missing from the returned catheter mount, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 120410. Conclusion: we were unable to determine the root cause of the reported fault. All catheter mounts are pressure tested prior to being released for distribution. Any catheter mount without a seal would have failed the pressure test. This suggests that the seal on the subject rt021 catheter mount went missing after it was released for distribution. The user instructions that accompany the rt021 catheter mount state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."